Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported via user facility medwatch#mw5071448 that balloon rupture and balloon detachment occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation; however, upon inflation the balloon ruptured and was dislodged in the coronary artery. The physician was able to snare the balloon and remove it from the coronary artery; however, while proceeding down the aorta with the snared balloon, it became lodged in one of the patient's abdominal arteries. The balloon location was verified under fluoroscopy imaging but was not retrieved and balloon fragments remain as retained foreign object. No further patient complications were reported.